Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. The manufacturer followed up with the facility in antigua where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.

Event description:
This information was reported publicly by the new york times. See(B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, (B)(6) 2025. As reported in nyt article, patient p1 (identified as male, 55, diagnosed with late-stage metastatic esophageal cancer) had a second instance of pleural effusion after treatment and required surgical intervention to drain fluid from his lungs. Incident estimated to occur during his stay at the mayo clinic's florida campus sometime between arrival on (B)(6) and departure on (B)(6) 2024. The article states that treatments with seraph 100 took place outside the united states, in (B)(6).